Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that the customer experienced a near hypoglycemic episode. Customer was traveling in vietnam and cambodia. Customer was getting ready to leave for an excursion when they started to feel faint. Customer went back to their lodging and immediately ate a few skittles and then checked their blood glucose. Customer's blood glucose was 40 mg/dl. Customer's father believes that the issue was not pump related. Customer was more active and doing a great deal of walking. Customer's father stated that the temperature was also hotter. Customer's father declined a transfer to the helpline for assistance.